Manufacturer narrative:
Other, other text: a sample was received to perform an investigation. The returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. No kinks or obstructions in the tube were detected. In addition, no discrepancies or other workmanship defects were detected. The returned administration set was tested to verify if it was possible to prime the device. During this test, water flowed through the tube without difficulty; thus, the failure mode was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional contact: (B)(6) rph? Director of pharmacy. Pharmacy supervisor.

Event description:
Information was received indicating that the patient bag did not infuse while a smiths medical cadd administration set was in use. There was no problem with the bag and the drug entered the cassette, but the medication barely came out to prime. The fluid was stuck somewhere within the cassette. The patient had additional bags and the caregiver was able to switch the bag and administer the medication without problem. The patient did not miss any doses and there was no patient injury.